Event description:
On 12/14/1998, a dentist reported an adverse event that occurred after treating a pt with "espe's" impression material impregum penta and "espe's" glass ionomer cement filling material photac-fil quick aplicap. This report is about photac-fil quick. Another report is on the same event, but concerns impregum penta. Two hours after the treatment the pt was gasping for breath, showed redness of the skin and symptoms of a beginning anaphylactic shock. The pt had to stay overnight in a hosp and was treated with antihistamine. After all, the pt recovered completely.